Event description:
Reporter indicated a vns (B)(4) x5 handheld computer with version 7.1 software was continually freezing during interrogations. A soft reset and reseating the flashcard would resolve the screen freezing. The computer has been returned and is currently in product analysis.